Manufacturer narrative:
(B)(4) date sent: 03/01/2022 d4: batch # 248a47 device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage and the anvil not attached to the device. The breakaway washer was present and both halves were received inside the anvil. The washer was not fully separated upon inspection inside the anvil but did separate once removed from the anvil. The washer appeared to be cut fully on one half of the circumference and possibly indented on the other half. The knife has heavy damaged noted on half of the circumference and with visible indents in the knife edge. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer. The washer and inner donut test skin had a small amount of ¿roughness¿ to the cut edge, which is likely due to the knife edge damage that was observed (see attached powerpoint for images). The staple line was complete, and the staples meet the staple form release criteria. The most likely cause for the difficulty to remove per the event description is related to firing over a staple line, hard object or thicker than indicated tissue. The damage incurred on the knife likely caused difficulty to fully transect the tissue and breakaway washer, which would cause difficulty to remove the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "this was when we found a hole anterior to the anastomosis"? Did the device cut, but there was no staple line? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, stapler placed on patient. Anvil attached to pin. Pin closed and indicator was within green zone. Registrar squeezed handles together but did not hear a crunch. 3x half turns more than performed, and the gun could not come out. A few more turns performed but thus did not work. Due to nor hearing a crunch. We thought the gun had not fired. The gun was then fired again. This was when we found a hole anterior to the anastomosis. The plan was to then take down the anastomosis and start again. We used an alternative stapler.